Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the issue, there was a significant helium leak present. To fix the issue, the fse tightened two loose fittings at the helium high pressure union which corrected the issue. Device passed all functional and safety tests according to factory specifications, and was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a a patient the tank was low on the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.